Event description:
The customer states that one pt sample generated an architect c8000 clinical chemistry calcium assay result of 0.36 mmol/l (1.44 mg/dl). The sample retested at 2.5 mmol/l (10.0 mg/dl). No suspect results were reported from the lab. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.